Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said they were unable to charge their ins. Pt said they had worked with the rep and thought it was working, however they were still unable to get the ins to charge completely. Pt said the ins was taking 1.5 to 2 hours to charge to 50% (when they can get it to connect to charge), the cannot get the ins to charge above 50%, the controller would get stuck on checking the recharge quality for 30 minutes (pt would reset controller to resolve) and pt noticed that when they plug rtm into controller, sometimes the plug does not go in easy. Pt inspected the rtm and controller port; pt said the rtm looked good however, one of the controller port pins looked like it was out of line a little bit. Pt mentioned that the rtm had gotten hot once or twice previously but not recently. An email was sent to the repair department to replace the controller. Pss re-opened case to add fedex tracking to secure notes. Pt called ps back wondering if they needed to sign for the replacement that was coming today. Pss reviewed with the pt that signature would not be required and provided pt with the fedex tracking information, fedex tracking number and fedex customer service number. Pss closed case.